Event description:
Customer reported they expected the panorama telepack should have alarmed sooner than it did during a resusitation event.

Manufacturer narrative:
Documentation from the event was reviewed and the panorama central station with telemetry performed within specifications. The customer reported the pt was found unresponsive and resusitation efforts were initiated. When the pt experienced pulseless activity, the system was not able to produce an alarm notification. During the resusitation efforts, however, an asystole alarm was appropriately called by the system.